Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to was charge and boot up. Receiver download could not be performed since the receiver displayed initialization screen and was continuously resetting. The receiver case was opened for interior visual inspection and it passed. The ui- u1 pcba was detached from the main board to download the receiver log. It was reviewed and no errors related to the complaint were observed. Functional test was attempted but could not be performed. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.